Event description:
Reporter stated that a pt's blood glucose was measured, using the suspect device, with a result of 152 mg/dl. Reporter stated that, within 10 minutes, pt's blood glucose was measured in the facility's lab with a result of 31 mg/dl. Reporter noted that pt is using a peritoneal dialysis solution containing icodextrin - a labeled interferent for the test strips. Reporter indicated that "implementation of [doctor's] standing orders was delayed", due to the value obtained on the suspect device. Reporter was unable to provide any info about treatment pt received for hypoglycemia. Reporter noted that pt has been moved from the intensive care unit to the fourth floor of the facility. Reporter stated that quality control testing had been performed on the suspect device and the results fell within the acceptable range. No product was returned to the manufacturer for evaluation.